Event description:
A 1.5 mm x 6 mm sprinter rx dilatation balloon catheter was inserted to pre-dilate a left circumflex lesion. The lesion morphology was moderate tortuosity with severe calcification and 99% stenosis. It was reported that the balloon was advanced to the intended lesion site with some resistance felt. The physician used a vibration technique to reach the lesion site. It was reported, upon the first inflation of the balloon, the balloon burst at 5-6 atmospheres. The balloon was successfully removed from the pt as one unit. An unknown balloon was used to successfully complete pre-dilatation of the lesion. No clinical sequelae were reported and the pt is reported to be stable. Please note that this device is distributed outside the united states; however, it is similar to the united states distributed product.

Manufacturer narrative:
Eval codes, results: moderate tortuosity with severe calcification and 99% stenosis. Conclusions: moderate tortuosity with severe calcification and 99% stenosis.